Manufacturer narrative:
Additional information was received that upon removal of the sheath, the patient's left subclavian artery was ruptured. The rupture was treated with a balloon and stent. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: the aware date for the additional information regarding the patient's artery rupture was submitted in error as (B)(6) 2018. That information was actually received on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via subclavian artery access, while inserting a non-medtronic 20 french sheath into a minimum access vessel diameter of approximately 7mm, strong resistance was encountered. After the sheath was removed, it was noted that the intima of the left subclavian artery may have been damaged near the vertebral artery. A stent was placed to treat the possible dissection. It was suspected that the dissection was caused by the sheath and there did not appear to be any relation with the delivery catheter system (dcs). No additional adverse patient effects were reported.